Event description:
It was reported that the embolization coil implant was used in a patient for gastric varix embolization. During advancement in the microcatheter, the coil unintentionally prematurely detached in the microcatheter. The physician removed the coil from the microcatheter without problem. Additional 17 coils were implanted and the case was completed successfully. There was no harm to the patient.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.